Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2009524: (B)(4) items manufactured and released on (B)(6) 2021. Expiration date: 2025-dec-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 8 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.